Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked at adapter tubing junction the patient underwent inguinal hernia surgery at our hospital on (B)(6) 2025. While preparing to remove the indwelling needle, the nurse discovered leakage at the connection point upon opening the packaging. The needle was immediately discarded, and a new indwelling needle was used to complete the injection for the patient.

Event description:
No additional information.

Manufacturer narrative:
Correction: (b) date of event. Investigation results: no abnormality is found on process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, and has not received the defective sample for analysis, so the root cause of leakage cannot be determined. The plant will continue to monitor such defects.